Event description:
Reporter indicated that a vns dell handheld computer froze during interrogation. A soft reset was performed to resolve the issue. Device return is not expected as the event resolved.